Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient cleaning (handling problems) or incorrect reprocessing. The following information is stated in the instructions for use (IFU): ¿·operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function IFU states on reprocessing of a/w nozzle and channel as follows. ·reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories - flush the air/water channel with detergent solution - remove detergent solution from all channels - presoak for excessive bleeding and/or delayed reprocessing after each procedure¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation revealed additional findings. The switch key top had a pin hole. The switch box unit, the adhesive of the bending section cover and the light guide rod lens was cracked. The charge coupled device (ccd) cover lens was scratched. The distal end cover (c-cover) was chipped. The connecting tube was buckled, and pocket pouch was scratched. The insertion tube protector was shaved. The control unit mouthpiece was damaged. The paint of the air/water nut and suction cylinder nut was peeled off. The control unit up/down knob was scratched. The universal cord was buckled. The scope connector plug unit was cracked. The angulation was less and there was play. The image was tilted. The device failed the insulation test. The investigation is ongoing . A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, air/water leakage of the bending section cover at the distal end of the colonovideoscope was noted during reprocessing. The device was returned and an inspection revealed, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.